Event description:
A report was received by hamilton company on january 2002 that an at plus 2 instrument, skipped an entire row while pipetting and did not generate an error message. No death or injury resulted from the event.